Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. No manufacturing record can be reviewed because the shipping history cannot be found. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lamp does not light up due to deterioration of the connection in the connecting cable to the lamp. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for use prior to a diagnostic unspecified procedure.

Manufacturer narrative:
The device was returned, and the evaluation found the lamp lighting failure was due to deterioration of the connection part of the lamp connection cable. The output connector was hard to connect due to wear and the lamp connection terminal was corroded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the halogen light source main lamp did not illuminate. There were no reports of patient or user harm associated with this event.